Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon device interrogation, magnet rate measured at 100 ppm. Approximately three months later, the device declared end of life (eol) with a magnet rate of 85 ppm. The device was reportedly programmed at 5 v for increased threshold measurements of 3.1 v. Technical services discussed device replacement considerations. The device was later explanted due to normal battery depletion. No adverse patient effects were reported with this clinical observation.